Event description:
After pt healed (approx 6-8 weeks post-op) staple backed out of bone and became painful. Staple was removed.

Manufacturer narrative:
Staple was rec'd and inspected. Staple compressed at temperature expected. Review of pt x-rays looked good. No defects found. No abnormalities found that would indicate failure of device.